Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the patient¿s programming session, a connection could not be established to the patient¿s ipg. Multiple troubleshooting steps were attempted but remained unsuccessful. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient¿s ipg was explanted and replaced. Therapy has been restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The reported observation of ¿connection failure¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the observation was associated with the patient¿s procedures without using surgery mode. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. Per the clinicians manual: per clinicians manual arten600144297a rev. A - under warnings: there is sufficient documentation concerning the use of use short-wave diathermy, microwave diathermy, or therapeutic ultrasound diathermy (all now referred to as diathermy) on patients implanted with a neurostimulation system, and medical procedures (such as therapeutic radiation and electromagnetic lithotripsy). Per the clinicians manual electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure.